Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A functional evaluation revealed the device was leaking air from the swivel connector. The swivel was manipulated and lightly impacted to try to get the swivel to seat, but the air leak continued. The connector was removed from the spider and no debris was noticed within the connector. The connector was reinstalled and tightened but the leak persisted. The swivel connector was then replaced with a known good connector and the air leak stopped. The complaint was confirmed and the root cause has been associated with a seal failure within the swivel connector.

Event description:
It was reported that the device was leaking around the valve. No back up was available.